Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had hardware low level failures alarm and experienced high blood glucose level. The customer¿s current blood glucose level was 16 mmol/l at time of incident and current blood glucose level was 10 mmol/l. The customer was treated with pen. The customer pump does not allege under delivery. Customer reported that the insulin exited during the bolus. The displacement test was performed and was completed. It was reported that the pump had hardware low level failures alarm during the self-test. The customer was advised to positioning in piston or slide may have shifted. The customer was advised to always complete rewind or load reservoir process before connecting back to set. The customer was advised to inaccurate pump settings may result in high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the displacement test. Unit alarm pump error 63 during self test. Format history file analysis confirmed pump error 63 due to open traces. Unit received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, minor scratched display window, fading serial number label and scratched case.